Event description:
The hcp reported that after the pt had pump and catheter replacement surgery, he developed a pulmonary embolism postoperatively. The pt then had complications due to the pulmonary embolism. No pt treatment details were reported. The hcp did note that due to his postoperative medical complications the pt wanted to be weaned off of the pump. In 2007, the baclofen in the pt's pump was replaced with saline. The plan is for the pump to be explanted when the pt goes back to surgery in february 2008 for lumbar fusion of a compression fracture that is unrelated to the device system.